Event description:
Boston scientific received information that high, out-of-range shock lead impedance measurements occurred on this right ventricular (rv) lead and associated cardiac resynchronization therapy defibrillator (crt-d) . Boston scientific technical services (ts) discussed that shock impedance values have been fairly stable and this is a single coil lead. Ts also suggested consideration a commanded shock to test impedance measurements in the future. No adverse patient effects were reported. This device remains in service.